Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer stated she was coming off of pump therapy for the time being and needed to know how to turn insulin pump off so it would not beep. The customer's blood glucose was over 500mg/dl. The customer current blood glucose was 156mg/dl. Customers back up plan are syringes; she treated with 11u bolus before emergency room visit. Customer was treated with insulin drip in the hospital. Customer was wearing the insulin pump at the time of hospitalization. Customer stated there is a rough spot on tubing, advised it may be because there had been insulin in tubing for more than three days. Customer has been disconnected seven days from insulin pump. The customer stated she had a bent cannula. Advised to contact doctor it issue persists.